Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014 a neurology consultation stated that the patient experienced a stroke, likely right middle cerebral artery and embolic in nature. Information regarding specific symptoms was not provided. A heparin infusion was started. On (B)(6) 2014, a head CT scan was reported as stable, and the patient was started on aspirin. Six days later, on (B)(6) 2014, the patient experienced a conversion to hemorrhagic stroke and the aspirin and heparin were discontinued. Two days later the patient was transferred out of ICU. On (B)(6) 2014, the patient's ldh elevated from 697u/l to 1434u/l and the aspirin was restarted. On (B)(6) 2014, a head CT scan showed that the hemorrhage increased. The patient's ldh was 522u/l. On (B)(6) 2014 the patient's ldh was 499u/l. On (B)(6) 2014, a head CT showed that the hemorrhage was stable and aspirin was continued with no other anticoagulation therapy at that time. On (B)(6) 2014, the patient was discharged to a rehabilitation center. As of (B)(6) 2014, the patient was reported to be doing well.